Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample infusion set was submitted for quality investigation. The customer's complaint that the tubing separated at the pumping segment was verify by visual inspection. The set was received separated at the engagement between the silicone segment and lower fitment of the pump chamber assembly. The expected retainer ring for this engagement was not received; however inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the silicone segment tubing. Dimensional analysis of the available separated components observed they were within specification. No further damages or defects were observed. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: although the root cause of the set separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the sets lower fitment during use or set loading.

Event description:
It was reported that unspecified bd" ivf tubing had air in it. When the nurse went to remove the air, the tubing broke. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Event 1: it was reported that the tubing broke where the connection fits into the bottom of the IV pump. (B)(6): incident #1: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? Rn went to remove air in patient ivf tubing. Upon inspecting for air bubble and stretching out the part of the tubing that goes in the pump, the tubing broke at the connection that fits into the bottom of the IV pump. Are you able to provide a part no and batch no for the product reported? Not available. Can you provide the date(s) for the reported failure(s)? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No.